Manufacturer narrative:
Customer did not provide the lot number of the affected device.

Event description:
Information was received regarding a cadd administration set. It was reported that 4 patients have experienced under-infusion during the use of the product. They would have anywhere from 1/8 to 1/3 of fluid left in their med bags. Home care verified that the pump program and IV med bag was correct. They tried troubleshooting by changing the tubing to a different lot and switching out the pump, but some of the patients were still experiencing under-infusion. In some instances, home care switched the tubing to the old blue tubing that they still had on hand, and that resolved the issue. It reportedly seemed more consistent with some of the sticker medications such as pip-tazo. The patients have not had any pump alarms despite the under-infusion. There was no reported injuries or harm.